Manufacturer narrative:
Refer to manufacturer report #3004209178-2017-19322 for details pertaining to the related reportable event. The reported medical device was reported with the referenced manufacturer report.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual and movement disorders. It was reported the patient was having tightness/pain in their arm and was persistent when the stimulation was above 3.0 volts. This issue began after an ins replacement in (B)(6). The patient's daughter turned the therapy off around (B)(6). The impedance today showed a range of less than 2000 ohms with no short circuit. The healthcare provider (hcp) attempted to program c and 1, but they still got stimulation in their arm at 3.50 volts, hcp program c and 2, it got better, but there was still tightening in the arm. Hcp left patient at 4.5 volts, but allowed patient's desktop recharger the ability to lower stimulation to 2.90 volts if necessary. Patient was originally programmed on c+ 1- -2. Patient has had stimulation sensation in their left arm since replacement of the previous replacement. No further complications were reported as a result of this event. Additional information was received from the rep indicating the hcp turned the amplitude down and the symptoms went away. Additional information was received from the healthcare provider. It was reported that the ins status was ok. The amplitude on the right side was now 3.00v on c+ and 2- and no electrodes were out-of-range. The service life was ok and the battery was at 2.92v. Impedances were reported to range from 584 ohms to 1609 ohms. Right ins was originally programmed on c +, 1- and 2 - and was programmed at 4.5v and 180 pulse widths. Left side was now 4.2v, programmed at 4.8v and 180 pulse widths on c+, 1-, and 2-.